Manufacturer narrative:
No trend considering the following event is identified: fractured impactor. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the impactor broke during screwing it in on the setting instrument. No medical data such as surgical notes or any other case-relevant documents received. Visual examination: the broken impactor was returned for an investigation. The breakage occurred at the threads of the instrument. Moreover, there are some signs of usage visible. No other conspicuousness found. Root cause analysis root cause determination using rmw: - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment. -instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient not possible -> a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - instrument breaks due to degradation of material due to cleaning and sterilization => possible, as it cannot be excluded based on the available information. It remains unknown, how often the impactor has been sterilized. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. A deterioration in function as a result of repeated use is possible. - damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => possible, as it cannot be excluded based on the available information. Extraordinary high forces might have been applied during surgery. - instrument breaks or deforms due to off-label / abnormal-use => possible, as it cannot be excluded based on the available information. Extraordinary high forces might have been applied during surgery. Conclusion summary: the broken impactor was returned for an investigation. It might be a possibility that a crack in the material has already occured in the preceding surgery, leading to the breakage of the instrument in this surgery when screwing on the setting instrument. In the preceding surgery unusual high impact / torque forces might have been applied on the instrument. Another possibility is that in the preceding surgery the setting instrument was screwed on incompletely or at an angle, resulting in high stress in the material during impaction. This could have already led to a damage of the instrument. Additionally there might have been an aging of material due to cleaning and sterilization. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomets reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records will be reviewed during investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that during screwing in, the setting instrument of the impactor, hooded, ø 32 got broken. The implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.